Manufacturer narrative:
Patient's weight not provided. Approximate age of device ¿2 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had elevated ldh. Log file analysis noted no external power and battery hazard events on (B)(6) 2018 that could be due to the moblie power unit (mpu) ac power cord coming loose at the mpu or the ac wall outlet, on (B)(6) 2018 and (B)(6) 2017, the patient experienced no external power and battery hazard events due to the patient switching power sources. Additional information was requested but not provided.

Manufacturer narrative:
The report of no external power alarms captured in the log file was confirmed. The provided log file contained events recorded from (B)(6) to (B)(6) 2018. There were four incidents of no external power alarm recorded. It appears that two of these incidents occurred when the system was connected to a mpu and two incidents occurred when both power cables were disconnected during switching power sources. A specific root cause for the alarms captured in the log file was not able to be determined. The device was not returned for evaluation and remained in use. According to the additional information provided by the customer, patient resides at skilled nursing facility and they report no issues with mpu coming unplugged from the unit or the wall while under their care. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.